Event description:
The customer reported being hospitalized due to high blood glucose of 997 mg/dl. The customer stated that the battery was lasting less than a week, and the display was blank. The customer stated that the insulin pump had an auto off and off no power alarms while staying at the hospital. The customer stated that she does set the time and date on the insulin pump frequently. Explained to customer the cause and effects of each alarm, which will result in the suspension of insulin delivery. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.